Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functionality testing. The case for the failure was isolated to a damaged trunk cable connector. Several wires in the connector were damaged within the connector. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.